Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the insulin pump still went blank even after the customer inserted new batteries and cleaned the battery cap. The customer did not know the blood glucose reading. He stated that the insulin pump's display had gone blank previously as well. He declined to troubleshoot for the issue. He was advised to monitor the insulin pump and declined a replacement battery cap.